Event description:
The sales rep reported that during a shoulder procedure the customer's gryphon drill bit and gryphon saw tooth drill guide created metal shavings in the patient's joint. The sales rep reported that there is a burr spot and when the drill bit interacted with the drill guide metal shaving were created. The sales rep reported that the all debris was removed from the patient¿s joint and no x-rays were performed. The surgeon completed the procedure with another like device with no patient consequences but there was a five minute delay. The sales rep could not provide a lot number for the drill guide. The devices will be returning for evaluation. See associated medwatch # 1221934-2015-00846.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy synthes mitek however it is not known if it will be received within the 30 day reporting requirement, therefore, depuy synthes mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Manufacturer narrative:
The complaint device was received and inspected. Visual observations reveals excess striation on the shaft indicate the drill bit was heavily used, and that it was in contact to a sharp edge causing the marks and metal shavings. Other than this possibility, we cannot discern a root cause for this failure mode. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported that during a shoulder procedure the customer's gryphon drill bit and gryphon saw tooth drill guide created metal shavings in the patient's joint. The sales rep reported that there is a burr spot and when the drill bit interacted with the drill guide metal shaving were created. The sales rep reported that the all debris was removed from the patient's joint and no x-rays were performed. The surgeon completed the procedure with another like device with no patient consequences but there was a five minute delay. The sales rep could not provide a lot number for the drill guide. The devices will be returning for evaluation. See associated medwatch # 1221934-2015-00846.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy synthes mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy synthes mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. In process.

Event description:
The sales rep reported that during a shoulder procedure the customer's gryphon drill bit and gryphon saw tooth drill guide created metal shavings in the patient's joint. The sales rep reported that there is a burr spot and when the drill bit interacted with the drill guide metal shaving were created. The sales rep reported that the all debris was removed from the patient's joint and no x-rays were performed. The surgeon completed the procedure with another like device with no patient consequences but there was a five minute delay. The sales rep could not provide a lot number for the drill guide. The devices will be returning for evaluation. See associated medwatch # 1221934-2015-00846.